Event description:
It was reported that at receiving the product it was found that the units had oil damage to the outer packaging. There were 2 sterile tips with inner package damage. There was no patient involvement. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under(B)(4). G2 foreign: australia multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00006 evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.)

Event description:
The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.